Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log file. However, the reported event of the controller¿s driveline safety lock being stuck was not confirmed. The log file captured a backup battery fault alarm which correlated to a circuit fault on (B)(6) 2026. The alarm resolved on the same day, and the controller was observed to have been exchanged at the end of the data. The pump operated as intended throughout the data. The returned system controller (serial number (B)(6) was functionally tested and was found to perform as intended. Atypical alarms were unable to be reproduced, and the controller¿s driveline safety lock was able to slide into the locked and unlocked positions as intended throughout all testing. The root causes of the reported events were unable to be conclusively determined through this analysis. A corrective action was initiated in order to further investigate backup battery fault alarms with an unknown root cause. Incidental findings: damaged ui membrane, wire fatigue measured in the white power cable. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users on how to properly use the controller¿s safety lock to connect and remove the driveline. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files were submitted for evaluation. The patient had a backup battery fault, which did not resolve with a self-test. It did however resolve at some point prior to the getting to clinic. They ended up needing to change the whole system controller and modular cable. The system controller door to release driveline was stuck shut. The patient would not have been able to open it in an emergency. The modular cable had a taped area where the outer coating had come off. It also had a new area of outer coating coming off where it had not been taped. It appeared that the log files confirmed the backup battery fault on (B)(6) 2026 at 9:51:59. This event was associated with an (f34) ebb_circuit_fault power fault flag.